Event description:
The end user stated the front left caster has split down the middle. The end user states he uses the unit indoors and outdoors and all around town. He states he uses the unit heavily carrying all his possessions on the back canes.